Event description:
It was reported that the 9600+ system is getting multiple error messages (image unavailable and data overflow). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Hard drive, disk controller, disk controller assembly pca. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.